Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a hemostasis procedure performed in 2009. According to the complainant, during the procedure, the resolution clip device would not open during the first attempt to use it. During the second attempt, the clip opened but a slight deviation was noted and the teeth did not align. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.